Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: the reported event was reproduced. Defect of printed circuit board was noted. The reported event was caused by the defect. If additional information becomes available, this report will be supplemented.

Event description:
The endoscopic image was not displayed, and the panel of the device did not work. There was no report of patient injury associated with this event.